Event description:
Info received indicates the bed is stuck in reverse trendelenburg, due to the foot hi/low cylinder loosing pressure and drifting down over two hours.

Manufacturer narrative:
The technician replaced the hydraulic manifold due to leaking check valves.